Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.